Event description:
It was reported the atrial side does not work. The device was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed all incoming functional tests. The upper case is dented affecting the lye of the keyboard. The lower case is broken, side bail covers are contaminated, and the ring cover and ring bail are missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.